Manufacturer narrative:
One cadd solis vip infusion pump was received to investigate the reported software malfunction and red screen. The pump was received in a physically good condition. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A power up process and self start was performed to investigate the reported issue, and it was confirmed. The probable cause was linked to a corrupted software and an incomplete software upgrade attempt by the customer. As a repair action, the software was correctly installed. Customer was advised to follow proper instructions on the tech manual and shown steps on how to update the device.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a software malfunction; it was stuck on a red screen. There was no reported adverse event.